Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia, diabetic ketoacidosis and had insulin drip ,visited to emergency room and hospitalized for treatment. Customer blood glucose level was around 427 mg/dl. Customer also received insulin flow block alert. It was unknown about used insulin pump system within 48 hours of reported event. Troubleshooting was performed and customer was confirmed about not used of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of high blood glucose event. No product was expected to return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. On september 05, 2022, the customer alleged for no delivery/insulin flow blocked alarm and was hospitalized for high blood glucose and diabetic keto acidosis. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case behind the device at the battery compartment during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review found three no delivery alarms in the device history on april 09, 2022 at 11:09:28, 11:52:56 and 11:58:41 during bolus deliveries. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No "no delivery alarm" during testing. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic keto acidosis. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.